Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, system screen was black. Customer reported the Pyxis station had a black screen with no power, and visible sparking and smoke were observed when the device was plugged in. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 09-OCT-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a electronic component failure. A field service engineer found that the device had no power and determined that Drawer 6 was pulling down the power supply. Upon further troubleshooting, the drawer board and PyxisBus board were found to be defective. The engineer replaced both boards and tested the system manually as well as through the Hardware Testing Application (HTA), with all tests passing successfully. The customer then verified access to medications without any errors, confirming that the system was functioning properly. The system functioned as intended after the field service engineer repaired the device.